Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced recurrent paraesophageal hernia, intermittent partial small bowel obstruction, dysphagia, heartburn, gas bloating, pelvic inertia refractory to biofeedback therapy, and small bowel adhesions. She has required one surgical procedure on (B)(6) 2009 consisting of a laparoscopic re-do paraesophageal hernia repair with takedown of fundoplication and toupet fundoplication; percutaneous endoscopic gastrostomy tube; and laparoscopic lysis of adhesions for partial small bowel obstruction.

Manufacturer narrative:
Correction: f2 per email received from the FDA on (B)(6) 2020, a correction is being submitted for f2 as the initial MDR report inadvertently included the manufacture report no h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Na.